Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue and successfully resumed insulin therapy.